Manufacturer narrative:
Additional information received on 09-apr-2019 indicating event date and that there was no patient involvement during the reported event. Device evaluation summary: once cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump was in good physical condition. The functional testing included accuracy testing. The accuracy test showed approximately 5% high for each of three tests. Additionally, the upstream occlusion sensor seal was found to be compromised. The customers concern regarding failed accuracy was confirmed. Problem source was identified as expulsor.

Event description:
It was reported that the device "over infused". No known adverse effects to patient.